Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to dislocation, audible noise and pain. During the revision it was noted that the hinge post extension had completely backed out of the thread of hinge mechanism and was sitting on top of tibia pointing posteriorly.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Manufacturer narrative:
Utilizing the nexgen product profiler all of the devices were found to be compatible with each other. The articular surface and the hinge pin were returned for visual and dimensional analysis. The articular surface displays nicks and gouges on both the proximal and distal surfaces. This wear may be related to use or due to contact with loose components. The hinge pin exhibits damage along the shaft and the threads as well. The dimensions of the overall length and width of the articular surface were conforming to print specifications. The length and diameter of the pin were also conforming to print specifications. The device history records for the articular surface and the hinge post extension were reviewed and found not deviations or anomalies. The receiving inspections report was also reviewed for the hinge post extension and found no deviations or anomalies. This device is used for treatment. The initial surgery was the second stage of a two stage revision due to infection which was conducted on (B)(6) 2014. The final implants were noted to being stable and the patella tracked optimally. The revision operative notes state that the hinge pin had backed out of the hinge post. The hinge post was observed as having no damage and was able to function with a trial properly. The new hinge pin was torqued according to the surgical technique. The patella was also resurfaced as well. Based upon the information that was provided, a definitive root cause cannot be determined.